Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having trouble at the pump site. It was indicated that the pump was thought to be depleted in december and therefore the pump was replaced 3 days ago on friday. The outcome of the patient was not provided. The drug delivered via pump was prialt. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.